Event description:
As reported by an eye care provider (ecp - optician) on (B)(6) 2015, an end-user developed iritis associated with the use of contact lenses; the end-user sought medical attention from a third-party ophthalmologist (not the reporting ecp). It was reported at that time that the end-user was currently being treated for the event with unspecified antibiotics and the temporary cessation of contact lens wear. Follow-up information received on (B)(6) 2015 via a completed adverse event questionnaire from the reporting ecp states that the end-user presented to the treating physician¿s office with moderate pain/discomfort, moderate redness, and mucopurulent discharge in the right eye. The physical examination findings reportedly did not show an ulcer and the following reported physical examination findings have been marked as ¿unknown¿: the extent of the previously reported acr, the presence of infiltrates, corneal staining, and permanent scarring. The clinical diagnosis given was ¿bacterial conjunctivitis that turned into iritis,¿ and the treatment regimen is still unknown at this time. It is noted that the end-user is still under the care of the treating ophthalmologist and has not resumed contact lens wear. Additional information from the treating ophthalmologist is not available; follow-up with the reporting ecp regarding the end-user's status is pending at this time.

Manufacturer narrative:
Unopened product from the same lot was returned and found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
Additional information received on 05/28/2015 confirms that the event has resolved; no further information could be obtained.

Event description:
Additional information received on 05/28/2015 confirms that the event has resolved; no further information could be obtained.

Manufacturer narrative:
The actual complaint product has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.. (B)(4).